Event description:
It was reported that the patient had difficulty in charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past few months from date the manufacturer became aware of the event.